Event description:
The pt received his scs system on (B)(6) 2010 consisting of an ipg, a lead and an anchor. It was reported that the pt feels stimulation where needed but that the therapy is intermittent. Multiple troubleshooting techniques including diagnostic tests were performed in an effort to correct the issue, but the problem persists. Surgical intervention will be undertaken to determine the cause of the intermittent stimulation; however, no date for the procedure has been set. A supplemental report will be filed as necessary.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.